Event description:
It was reported a drainage catheter was successfully placed. A few weeks post placement it was noted under x-ray that this drainage catheter had fractured and detached, remaining in the patient. A snare was utilized to successfully retrieve the detached catheter segment. Another catheter was placed for continuation of treatment. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. Follow up revealed this catheter was being used as a feeding tube, which is a non-indicated use of this device. However, without evaluating the device co is unable to determine the relationship between the device and the cause for this event. Directions for use state "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections".